Event description:
It was reported to philips that the device booted after 10 minutes, then there was a black screen and the device shutdown. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).